Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor it was reported that the patient stated that her implant device never really worked from the beginning and now it¿s getting worse. Patient further explained that when she had a bowel movement in the morning, at night stool will still be seeping out; liquid seeping. Patient stated she wet her pants peeing. Patient stated implant never really worked 100% or even 80%. 50% or greater expectations were reviewed with patient. Patient stated she did not make adjustments on her own and always called rep for that. Patient stated she had spoken to rep 12 times. Patient stated rep made adjustments and she stated she met rep at hcp office and rep reprogrammed but was only able to do one because patient did not have the patient programmer (pp) with her at the time. Patient had access to pp and it showed stim was on. Patient confirmed she was at p3 at 2.0v. Patient had the ability to change programs and adjust stimulation. Patient was feeling stim in the bike area. Stim was increased to 2.3v and patient confirmed she was feeling stim. Patient was advised to follow up with healthcare professional if issue does not resolve. Additional information was received from the patient on 2017-dec-18, with them stating that changing the settings resolved their issue. The patient stated they moved it up to 5, and the ¿reception¿ it gave them at 3 did not work. The patient noted that the bowels were still not good, and they leaked rectally for about 3 hours after a bowel movement. The patient called again on february 12, 2018 and reported that they were having the same problem previously reported. The patient wanted a manufacturer representative (rep) to meet with their healthcare provider (hcp) regarding the patient. A rep was contacted to follow-up with the patient's hcp. Additional information received from the patient on 2018-mar-07. Patient repeated information about the therapy not working (needing pads and problems with urinating/leaking). Additional information was received from the consumer on 2019-mar-28. The patient reported the device hadn¿t helped their symptoms. The patient reported the hcp had taken x-rays and determined a lead wire had been disconnected. The patient reported they had issues with symptom control with their first implant pretty much since they got it. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient reported they were (B)(6) at the time of the event and were (B)(6) now. When asked what is the current status of your last implant the patient reported so far it is coming along. It was not 100% but hopefully this will happen. The patient had no new healthcare information to provide as their doctor had moved to another hospital. When asked what were the circumstances that led to the lead wire coming disconnected the patient replied that almost from the beginning it did not work well. The only steps taken to resolve the lead wire disconnecting reported was an x-ray was suggested. There were no further complications reported at this time.